Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they had been experiencing high blood glucose due to scar tissue and issues with the infusion set. Customer mentioned they had been experiencing high blood glucose since may 9 , 2017 with blood glucose of 393 mg/dl. By saturday (B)(6) 2017, customer's blood glucose was high at 474 mg/dl. Customer mentioned they check their blood glucose six times a day. Customer had slept in the afternoon and it went up to 474 mg/dl. Customer treated with a couple of manual injections then changed out the infusion set. Customer declined troubleshooting for high blood glucose as customer stated the issues is with the infusion set and blood glucose have lowered. The insulin pump is not returning for analysis.